Event description:
On (B)(6) 2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for a peritoneal infection and high blood pressure. There was no specific allegation these adverse events were related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on 23/mar/2024 for hypertension and hematuria that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). During this hospitalization, the patient began to experience abdominal pain and cloudy peritoneal effluent fluid (exact date unknown). The results from any laboratory testing conducted during this hospitalization have not been reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology during this admission. It was affirmed the patient¿s symptoms appeared well after admission as this infection occurred during this hospitalization and did not involve their home cycler. The patient underwent ccpd therapy on a hospital provided cycler, but the brand and model of the cycler were unknown. It was suspected the infection was from a lack of asepsis from hospital staff who assisted the patient with pd therapy, but this could not be confirmed. Antibiotics prescribed to the patient to address the infection were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization as the patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device for the duration of the admission. The patient is recovering from these events while awaiting discharge to home. It was confirmed, though the exact cause and nature of this infection remains unknown, there was no indication the patient¿s peritonitis contracted while hospitalized was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy.